Manufacturer narrative:
Explant. Glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (model zxt150, +16.0 diopter) was explanted from the patient's right eye in a secondary surgical procedure because of the patient complaining of halos and glare. Lens model aab00, +15 diopter was used as the replacement lens for the patient. No incision enlargement, no vitrectomy or any other medical or surgical intervention was required. The patient was reported to be stable when discharged. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.